Event description:
It was reported that the device is defective. There was no harm for patient, operator or third party reported. No further information received. *** update 30-jan-2024 vbu: it was reported that the device automatically regulates the pressure up to 120mmhg and can't be turned back. There are also problems with the shoulder program. There was no case involvement reported. ***update nroe 1-feb-2024: further information revealed that this incident occurred during a knee arthroscopy. There was no harm for patient, operator or third party. The surgery was finished successfully with a new double roller pump from the other arthroscopy tower. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: one unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number: (B)(6), was returned for evaluation. The returned device was visually inspected and noted no problems with the device. The returned device was assembled with an ar-6411 lot#: 65043383 and ar-6421 lot#: 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 15 minutes with no issues. No changes in the pressure were noted during the time the machine was tested and the device was not automatically increasing the pressure. No problem found. However, when the pressure increase and decrease buttons were pressed the screen reverted to the default menu where the type of procedure is selected as shown in the video. This action should only occur when the center of the display screen is pressed. The most likely cause for this failure is attributed to wear and tear due to the age of the device. The device was assembled with an ar-6430, lot: 40067370, to test the outflow system. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. Refer to investigation photos. Complaint is not confirmed.